Event description:
It was reported that the port was implanted in 2000 for chemotherapy. When the pt experienced pain, investigation revealed leakage in the system. The system was removed and it was noted that the port was cracked, and the catheter had separated. There were no pt complications.